Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was not detected on bus. A field service engineer replaced the retractor band and rebooted the station still problem was reoccurred. There was still one more part needed for resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5.2 was failed and not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. The customer added that they were able to load medication in different location in th meantime. There were no adverse events or injuries reported based on this event.